Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 50 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment, including the is-1 connector, were not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Furthermore, cuts in the insulation were found. These damages most likely occurred during the extraction procedure. Blood penetrated the lead in the cut areas. In addition, abrasion marks were found. However, the insulation was intact. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high thresholds. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted and replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.